Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2019, a c2602 cusa excel 36khz straight handpiece was not vibrating or not working properly. There was no known patient injury or consequence. No delay in surgery was noted. Additional information has been requested.

Manufacturer narrative:
The device has been returned for evaluation and it was identified that the handpiece power was low due to a faulty transducer. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device under evaluation. The complaint was verified as valid, the handpiece transducer was faulty and thus the cause of the complaint incident. Device identifier: (B)(4). Product identifier: (B)(4).